Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and two months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The reason for replacement was due to ruptured neochords (that had also been implanted five years and two months prior, to replace the native chordae tendonae), and a flailing leaflet that ultimately caused severe regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and two months post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The reason for replacement was due to ruptured non-medtronic neochords (that had also been implanted five years and two months prior, to replace the native chordae tendinae), and a flailing leaflet that ultimately caused severe regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.